Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with multiple noise episodes on their implantable cardioverter defibrillator. Further investigation found that they were probably due to electromagnetic interference caused by patient working with power tools. Device was explanted and replaced on (B)(6) 2020. Patient was advised to try and stay away from power tools or use them for shorter time periods. Patient was stable after the procedure.